Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was fusiform 5 cm in diameter. The aortic neck was 4 cm in length, 28 mm in diameter at the renal arteries and 22 mm in diameter just above the aneurysm (funnel shape). Vessel morphology was reported that there was moderate tortuosity and mild to moderate calcification. It was reported that the stent grafts were implanted in the patient. The physician elected to model the stent grafts bilaterally with two reliant balloons. The balloons were inflated with the 25/75 contrast/saline solution and unknown size syringe. The physician inflated the balloons aggressively just below the flow divider and the patient's blood pressure dropped. There were no extravasations on the intra-operative angiograms. The physician removed the reliant balloons from the patient and the abdomen was opened. There was a perforation of the aorta from the flow divider to the renal artery. The physician surgically converted the patient to an open repair. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (conversion to surgical repair, vessel perforation); incorrect technique/procedure (procedure related; excessive ballooning). Evaluation, conclusions: user error contributed to event (procedure related; excessive ballooning).